Event description:
Sedated patient abruptly awoke and became very agitated while on sedation via pca pump. Upon inspection of IV tubes, it was discovered that the pca tubing that was primed only hours before was cracked at the hub and the sedation was not being infused as a result.